Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI (gtin) numbers: first (superior): ifuse implant, p/n 7060-90, lot# 493355, manufactured 07/23/2015, expires 2020-07, (B)(4). Second (second): ifuse implant, p/n 7070-90, lot# i0a52, manufactured 06/23/2014, expires 2019-06, (B)(4). Third (inferior): ifuse implant, p/n 7035-90, lot# i0852, manufactured 11/22/2013, expires 2018-11, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had leg pain following the procedure so the surgeon decided to keep the patient in the hospital for a few more days. A CT scan two days later showed that an implant may have breached the s1 neuroforamen. Five days after the initial surgery, the surgeon performed a revision surgery where he removed the superior and second implants and replaced them with two shorter implants using the same holes. The patient's leg pain resolved following the revision surgery.